Event description:
A peritoneal dialysis registered nurse ("pdrn") reported that a peritoneal dialysis (pd) patient pd catheter was blocked and infected. The patient had been in center for back up hemodialysis. The patient is in the hospital and the pd catheter to be removed. Upon follow up, the "pdrn" reported the patient had a prior surgical history of tummy tuck in (B)(6) 2020; unrelated to pd therapy. Per the "pdrn", the patient subsequently developed a subcutaneous infection in their abdomen due to post-operative complication also unrelated to pd therapy. Concomitantly, the patient developed a pd catheter (not a fresenius product) exit site infection and a secondary pd catheter blockage related to surgical scar tissue from their tummy tuck/infection. The "pdrn" adamantly stated the patient did not have peritonitis and the reported events are not related to pd therapy or any fresenius device, or product. The patient's pd catheter has since been removed and the patient is on hemodialysis currently. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).